Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer's spouse reported that the customer encountered a "check sensor" error message on the adc device and was unable to obtain glucose readings. It was further reported that the customer became unresponsive and unable to self-treat. The customer emergency services were contacted and upon arrival, the customer was provided jelly beans and glucose tube for treatment. The customer then became responsive and was provided a sandwich by their spouse. There was no report of death or permanent impairment associated with this event.